Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -6.0 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a same size, different diopter lens due to refractive surprise. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned for evaluation.

Manufacturer narrative:
Conclusion: no failure detected; dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).